Event description:
It was reported that there was an unknown error. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history review identified the complaint was not related to a previous service of the device within the review period. As a result of checking the event history log, it confirmed that there was a record of occurred the upstream occlusion alarm upon power up. Functional testing was able to duplicate the customer reported issue. The investigation determined a possible cause is a defective upstream sensor or mainboard. The device was returned unrepaired to the customer at customer's request.